Manufacturer narrative:
Additional information was added to d8, d9, e4, h3, h4, h6, h10, and h11: h4: the lot was manufactured between march 13, 2025 ¿ march 14, 2025. H11: the device was received for evaluation. A visual inspection was performed, and the tubing cut by the blades of machine tiromat were observed. The reported condition was verified. The cause was determined to be from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution set with duo-vent spike separated from the y-site which resulted in a fluid leak. This issue was described as, ¿during spiking IV antibiotics, the tubing connection was not glued appropriately at the y-site and the tubing fell on the floor, wasting an unknown quantity of the IV antibiotics¿. This event occurred in the neuro ICU unit while spiking an unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
He alleged sample was not returned for evaluation. New evaluation findings (cut tubing) was identified with a different product which would be submitted in MDR # 1416980-2025-05347. H11: replace "the device was received for evaluation. A visual inspection was performed, and the tubing cut by the blades of machine tiromat were observed. The reported condition was verified. The cause was determined to be from manufacturing." With "the device was not received for evaluation; therefore, a device analysis could not be completed." Should additional relevant information become available, a supplemental report will be submitted.